Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is unclear whether the ventricular perforation was caused by the stiff guidewire into the lv or by the pacing wire into the rv. Evidence supports a likely rv perforation by the pacing wire as evidenced by the fact that the ¿blood extracted with the pericardial drainage appeared to be very dark¿, indicative of unoxygenated blood in the rv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the alignment maneuver, tracking of aortic arch, native valve crossing and valve deployment were performed properly. The valve appeared to be perfectly implanted. While the vascular access was being closed, and after the guidewire and rapid pacing catheter were removed, the patient became hypotensive then asystolic. CPR was performed and massive doses of inotropes were administered. Tte showed a pericardial tamponade. A quick and successful pericardial drainage was performed and about 25cc of blood was extracted. Unfortunately, despite the CPR maneuver and the drugs, the patient could not recover from the arrest and passed away shortly after. As per medical opinion, the cause of the death was ventricular perforation with the subsequent pericardial tamponade. It is not clear if it was caused by the stiff guidewire into the lv or by the rapid pacing catheter into the rv (the last one is more probable as blood extracted with the pericardial drainage appeared to be very dark).